Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
During follow up case , doctor found programable shunt code 82-3832 was not drain cfs as setting the pressure so he changed to new code 823146

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 30mmh2o. The valve was hydrated for 24 hours. The valve was visually inspected: no defects were noted. The valve was tested for programming. With programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The siphon guard was tested. The valve passed the test. The valve was reflux tested. The valve passed the test. The valve was leak tested, no leaks were noted. The catheter was irrigated, no occlusion was noted. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. The lot history record was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released to stock on the (B)(6) 2004. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.